Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. Attempts to gather additional information have been unsuccessful to date. At this time a definitive root cause cannot be determined for the event as reported. Should additional relevant details become available, a follow-up medwatch report will be filed.

Event description:
The patient had cystoscopy retrograde pyelogram, laser lithotripsy of right kidney stone procedure. As the physician was removing a bentson wire, the physician noticed that part of the coating on the wire had shredded. The shredded pieces were identified under fluoroscopy and were successfully removed.